Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. On (B)(6) 2016 200 ml of fluid was aspirated. Furthermore, the patient reported he was recently discharged from the hospital following a surgical revision of his pump and/or catheter. The patient reported that the hcp did not specify if they corrected a spinal fluid leak or a catheter leak. There were no details of the revision available. It was noted that an unknown intervention was performed on (B)(6) 2016. Additional information was received. An examination was performed on (B)(6) 2016 the lumbar site seroma was improving. Additional information was received. The event resolved without sequelae as of (B)(6) 2016.

Manufacturer narrative:
(B)(4). The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen, clonidine and bupivacaine at 100.0 mcg/ml, 250.0 mcg/ml, 30 mg/ml concentrations and doses of 39.98 mcg/day, 99.94 mcg/day, 11.993 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a headache one week post revision surgery on (B)(6) 2016. Surgical revision revealed a csf leak at the catheter entrance site. The patient was started on fioricet and he was encouraged to increased caffeine and liquid intake. Examination on (B)(6) 2016 revealed the patient had a seroma at the pump site as well as the lumbar site. The patient also reports pain at pump site related to seromas. On (B)(6) 2016, the patient had 65 ml of fluid aspirated from the pump pocket and had 30 ml of fluid aspirated from the lumbar site. On (B)(6) 2016, the patient had 250ml of fluid aspirated from the pump pocket and 60 ml of fluid aspirated from the lumbar site. That same day pressure was applied to both sites vitamin d was administered to the patient. The patient had laboratory testing done and a possible infection was ruled out. The patient reported the seroma at the pump pocket was increasing in size and became hard and lumpy. It was mentioned it had spread to the patient's hip. On (B)(6) 2016, the patient had 250 ml of fluid aspirated from the pump pocket and 105 ml of fluid aspirated from the lumbar site. The patient's pump had doxycycline and bupivacaine injected into it on (B)(6) 2016. On (B)(6) 2016, the patient had the connecting pin replaced, a new anchor placed and the pump was re-anchored. The patient was on bed rest following the revision in an effort to stop spinal leak. It was indicated the issue was related to the device, therapy, or implant. The patient had a prolonged hospitalization but the issue is still ongoing.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Additional information was received on (B)(6) 2017 indicating the outcome was 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information was received from the healthcare provider via a clinical study reporting the pump was removed from the pocket to surgically remove the seroma. The pump was then re-anchored and there was copious amounts of csf draining from current catheter. This catheter was cut and the existing anchors were removed. A second anchor was placed into the wound to ensure that the catheter entrance site was secure. The proximal and distal portions of the catheter were connected with a new connecting pin. A pursestring suture was placed around the nose of the distal portion of the catheter and the anchor was secured with 2-0 ethibond ties on the wings and 1-0 ethibond tie on the tail.

Event description:
Additional information was received from the healthcare provider via a clinical study reporting the csf leak and seroma were related to the surgery/anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-jun-2017 indicating MRI (magnetic resonance imaging) was performed on 30-oct-2016 to evaluate the potential leak. It was unknown whether MRI was with or without contrast. The results and report were not available. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.